Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records (B)(6) 2019 reviewed. Patient underwent a left tka on (B)(6) 2016 with depuy implants and cement x 2 without complication. Post-operatively on the same day, she fell when getting tripped on oxygen tubing but no complications occurred due to the fall. On (B)(6) 2016, she became drowsy and hypoxemic with a troponin bump indicating a possible nstemi which the physician believes is related to hypoxemia and demand ischemia. Diagnosis of the nstemi was dependent on a pending stress test, which was not provided. No further intervention was noted".